Event description:
A consumer whose indication for use is essential tremor reported their hand was swinging around like it was attached to a rubber band which had started in (B)(6) 2015. The patient was seeing a neurologist but did not seem to be getting better. Each time the patient got reprogrammed they got worse. Their hand writing was bad. The patient was going to see their healthcare professional on (B)(6) 2016. Additional information received indicated the patient had not followed up and their results were very unsatisfactory. Additional information was received from a patient. It was reported that the patient is seeing her health care provider (hcp) as her implantable neurostimulator (ins) is being replaced. It was also noted that the hcp has never heard of "a swing hand when in motion". No other information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.